Event description:
It has been reported to philips that the azurion system had to be rebooted three times this morning to get it working. No patient or user harm reported. A philips field service engineer (fse) inspected the system onsite, replaced the flexviewing pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system displayed a blank flexviewing monitor. The issue could not be resolved after three reboots were attempted, and it occurred while the system was outside of clinical use. A philips field service engineer (fse) inspected the system onsite, identifying a problem with the system's flexviewing pc. Analysis of system log files showed a malfunction of the flexvieving pc's frame grabber card. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvieving pc. Philips has initiated a medical device correction (z-1144-2024). After replacing the flexviewing pc, the system was returned to use in good working order.